Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4). Device was discarded, and not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the fiber optic sensor failed. The optical fiber cable was disconnected, and therapy continued. There was no reported patient injury.